Event description:
It is reported that the articular surface would not snap in. Another surface with the same reference was used and implanted correctly.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.